Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that the implantable neurostimulator (ins) was overdischarged after the patient had some other health issues which led to an 11 month period of not recharging. Additional information was received from a company representative (rep) on may 12th stating that the patient had a return of pain. They were going to have their battery changed to a non-rechargeable device, as the rep could not get it jump started. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.